Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: powell sn, nash jk, kildow bj. Obturator anterior dislocation after direct anterior total hip arthroplasty in a patient with ehlers-danlos syndrome: a case report. Jbjs case connect. 2023 apr 6;13(2). Doi: 10.2106/jbjs.cc.22.00662. Pmid: 37026786. Objective and methods: female patient received a pinnacle/actis moc tha to treat instability secondary to ehlers-danlos syndrome. After index ths, the patient had several instances of instability and subluxation in the hip that required no medical or surgical intervention. 18 months after index tha, the patient felt a pop with intense pain and inability to walk in the operative hip that was confirmed to be a medial dislocation. CT scans demonstrated that the femoral prosthesis was medially and inferiorly translated with the femoral head incarcerated through the obturator foramen. The dislocation was treated with a closed reduction. The patient continued to feel instability of the hip and the head and liner were revised with a bi-mentum construct. The authors determined that the instability was secondary to her eds, which is a connective tissue disorder that causes hypermobility and instability of the joints. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: 32+1 mm ceramic femoral head unk depuy poly liner.

Manufacturer narrative:
Product complaint #: (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.